Manufacturer narrative:
The device was returned as part of the annual inspection process, the device evaluation found that a brownish foreign material was on the forceps elevator. The cleaning, disinfection, and sterilization (cds) was performed by the customer in accordance with the instructions for use (IFU), the specific steps taken were not provided; however, it was reported that the machines used for washing and disinfecting did not report any abnormalities. Additional findings include the following: the grip was shaved, the up / down / right / left knobs had a scratch, the suction cylinder had no color, the switch box had a scratch, the scope connector had a scratch, the scope connector cover unit had a scratch, the electrical connector had discoloration due to water leakage, the objective lens had a scratch, the light guide lens had a crack, the connecting tube had a snag, and there was corrosion around the forceps elevator lever. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii duodenovideoscope was returned as part of the annual inspection process. During routine inspection of the device by olympus, the following reportable malfunction was found: a brownish foreign material was on the forceps elevator. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.